Manufacturer narrative:
The hospital replaced the drive gas valve and returned the unit to service. No ge healthcare service provided. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system shutdown during a case resulting in the loss of mechanical ventilation. Patient was manually ventilated. The unit was rebooted and case resumed. There was no report of patient injury.